Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Moisture damage was found on keypad traces. The insulin pump was monitored with basal rate, date and time was programmed into the insulin pump, the insulin pump functioned properly, no frozen display, time clock anomaly, display anomaly or alarm noted. All buttons functioned properly.